Event description:
End-user's husband reported a red itchy rash located under wafer's mass not extending under the tape border, which began approximately two (2) days ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported end-user's skin is cleansed as follows: warm water and soap; dries; applies no-sting barrier wipes; stomahesive powder; adapt paste and then applies one (1) piece of the appliance. End-user's husband was educated in crusting techniques by using stomahesive powder first and then the no-sting akin protective barriers. Samples of the following products were sent to end-user: convex 1 pc appliance and no-sting barrier wipes. Lastly, end-user's husband was advised to notify convatec with any questions and/or concerns. An investigation was conducted on 12/04/2013 based on review of the batch record for the lot # identified in this case, and results showed that the product was manufactured according to the quality system and approved procedures in place at the time of manufactured and packaging. The batch recorded review found no objective evident of deviations, non conformances or discrepancies related to the complaint issue reported. The complaint has been evaluated by the site of MFR. Medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assesment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. There was no returned production available for review. Adverse event monitoring will continue to be performed.